Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button errors and numbers were ramping up on the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.